Manufacturer narrative:
Per tandem's user guide: never reuse cartridges or use cartridges other than those manufactured by tandem diabetes care. Use of cartridges not manufactured by tandem diabetes care or reuse of cartridges may result in over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that there had been multiple intermittent instances where insulin gauge was inaccurate. Reportedly, customer refills old cartridges with insulin. Tandem clinical support educated customer regarding cartridge labeling instructions. Customer¿s blood glucose level was 132 mg/dl. Customer continued to use the pump for insulin therapy until replacement arrived.